Event description:
It is reported there was cine problems with the system. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hardware and software upgrade were installed. The system was tested and found to be working as intended and returned to service.